Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 17-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline with no power or communication. A field service engineer (fse) responded to a unit that had gone offline with a black screen and a missing drawer 6 from the virtual map. Although the unit had powered back on prior to arrival, drawer 6 was not recognized and no controller light emitting diode were present. Fse removed and reconnected all of the drawer connectors for all of the controller modules for drawer six as a precaution, but it did not change the state of operation for the drawer. Then the pyxis module controller and drawer controller for drawer 6 were replaced, after which the unit returned online and drawer 6 powered up and was reconfigured. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had no power and was not communicating. There was no power indicator light, and the station screen was completely blank. The customer attempted to reboot the device and performed a power cycle by unplugging and reconnecting the power cable; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.